Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit with diabetic ketoacidosis, aspiration, and subsequent pneumonia. The customer was put on a ventilator. No additional information regarding the hospitalization were provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.